Event description:
The company was informed that the pt hit his head at the implant site dislocating the internal magnet out of the device. The pt then experienced loss of lock. Surgery to reposition the internal magnet has been scheduled.